Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a motor error during the rewind, and motor error alarms were noted in the alarm history. The blood glucose was normal and did not require medical attention. The insulin pump will be replaced or returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out phase. Unable to perform basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to constant motor error alarms. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.